Manufacturer narrative:
The device sample has not been returned to the MFR for an investigation at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: the balloon was pierced. The pt's condition is reported as unk.